Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycaemic coma and was helped by fire department staff. The patient¿s blood glucose levels declined to less than 54 mg/dl while wearing the pod. The patient dropped their controller into water which caused it to break, however the pod remained in place on the patient¿s body. The patient was not aware that the pod continues to administer basal rate insulin without the controller, due to this, the patient then proceeded to administer further insulin via manual injection with a pen. The patient then lost consciousness. Somebody who was with the patient at the time then called the fire department. The fire department staff administered an unspecified injection (reported likely to be glucagon but this was not confirmed) as treatment. The fire department staff remained with the patient for approximately 2.5 hours until the patient regained consciousness and their blood glucose levels had risen to 80 mg/dl.